Event description:
It was reported the patient had the cuff replaced as the "cuff was not closed." The patient experienced recurring incontinence.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.